Event description:
It was reported that there was a patient injury and a loss of therapeutic effect. The patient fell and the patient¿s family and friends thought it might have moved, and the patient wasn¿t getting the same relief that she was getting before. The implant healthcare provider (hcp) was no longer there. The fall was shortly after the implant, like the following month or something. When they had it put in the patient could walk but now she couldn¿t, and they thought that when she fell the patient might have moved the stimulator. They had not found anyone to schedule an appointment with. They hadn¿t really done that much yet. They would have done that a year ago after the patient fell. They had kept the device charged and was still using it but with little relief of her pain.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n362005, implanted: (B)(6) 2013, product type: accessory; product ID 3 7746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).